Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smallbore 6 inch ext vlv had flow issues and couldn't be primed with the syringe. This occurred with 5 sets during use. The following information was provided by the initial reporter: "can not priming with syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-02. H6: investigation summary a 20039e sample was received for investigation with opened packaging from lot 20045309. Additionally a 10ml luer lock syringe from unknown origin was received connected to the sample to assist the investigation. A visual inspection of the 20039e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to functional testing by flushing with the syringe received; no occlusion or flow restrictions were identified during flushing. The 20039e sample was connected to a bd 10ml luer slip syringe and a 50ml bd plastipak syringe from retained stock and flushed with fluid; again no occlusion was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20045309 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the smallbore 6 inch ext vlv had flow issues and couldn't be primed with the syringe. This occurred with 5 sets during use. The following information was provided by the initial reporter: "can not priming with syringe".